Event description:
The pt fell off the table while it was being angulated. Apparently, this resulted in a contusion to the head of the pt and loss of consciousness. Evidently, the site did not make use of support devices while the pt was being angulated. Reportedly, the pt had suffered a pelvic fracture prior to the event. The pt was examined and released.